Manufacturer narrative:
Correction: no episodes of noise were observed on the rv lead, the event was high defibrillation impedance resulting in a non-sustained lead noise (nsln) alert.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported that, during an in-clinic follow-up, episodes of noise and high defibrillation impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was an unspecified lead dysfunction. Diagnostic imaging was performed and no lead anomalies were noted. No intervention has been performed at this time. The patient was stable and will continue to be monitored.